Event description:
Patient reported deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed, wear abrasion observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side deflation. The device has been explanted and not replaced.